Event description:
It was reported that the user announced a usual lunch instead of a larger meal after consuming a meal greater than typical, which led to elevated blood glucose with a peak reported at 228 mg/dl; the user recognized the entry error, synchronized data, and noted that glucose was trending down after the event. Symptoms included hyperglycemia. Outcomes included no reported medical intervention, alarms, or hospitalization, with glucose decreasing after the system adjusted. Investigation included review of synchronized device data and user report, along with troubleshooting and education on proper meal announcement. Investigation of this case revealed user input error for meal size leading to transient hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement.